Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, the device was able to fire on the stomach tissue, however one staple is sticking out of the proximal part of the cartridge, it is not fully formed and did not staple tissue. There was no patient harm.